Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported. The device was returned for analysis.

Manufacturer narrative:
Analysis: analysis of interstim ii (serial# (B)(4)) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. Analysis determined there were no issues when pressing on the interstim ii can and the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported shocking around their ins site. They fell down the stairs a month or two prior to surgery date. The patient said their urinary symptoms were okay and they thought the ins was still working. An impedance test was ran at the beside that was okay, but the patient was uncomfortable. In the operating room (or) the rep tested the lead and it was found that it was still working. The healthcare provider (hcp) decided to replace the ins and send it in for testing. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.